Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead is oversensing noise. The mode and outputs were reprogrammed. The physician plans on opening up the pocket and testing the lead, however the lead is still in use at this time. No patient complications have been reported as a result of this event.